Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the module led flashed yellow, and that a pressure transducer fault error message was displayed. The user reseated the module, and the error disappeared with no further failures. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.